Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "hi." Customer states that she feels well and requires no medical attention. Customer's expected blood results are 165-170mg/dl fasting. Verified the strips expire 06/19/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 166mg/dl and 167mg/dl fasting. Reviewed meter memory: see scanned page. Customer states that (B)(6) 2015 she had to call 911 due to 439mg/dl result obtained. She states a few days before she had to call 911 due to a result 46mg/dl. Customer states that her dr. Is aware that her blood glucose goes up and down. Customer states that she was given an epidural yesterday and was told that it would raise her blood sugar a lot.